Manufacturer narrative:
During investigation the reported problem turned out to be not reportable the customer confirmed that the alarms were turned off by the staff and no malfunction of the monitor occurred. Biomed had reported that a nurse had silenced the alarm from an overview that which was shown on the clinical audit logs that were provided by the customer. If objective evidence is provided demonstrating that there was no malfunction, then this is not reportable if not associated with a death or serious injury.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the intellivue mp30 device failed to alarm when a patient's spo2 dropped. The device was in use on a patient. There was no report of patient or user harm.